Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 65-year-old male patient with a past medical history of coronary artery disease (cad) and a prior coronary artery bypass graft (CABG), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in society for cardiovascular angiography & interventions (scai) stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: CABG. While the patient was in the intensive care unit (ICU), there was pink urine. The physician did not want to image the position as the impella flows have not changed and the patient was hemodynamically stable. It is unknown whether the urine was pink prior to impella placement and while on ECMO. The patient continues on support. While on support, the impella functioned as intended for lv unloading at p-6 at 3.6l/min with d5w sodium bicarbonate in the purge solution. Hemolysis can be attributed to the use of multiple mechanical circulatory devices and/or potential malposition of the device. Additional information was received that the patient experienced ventricular tachycardia (vt) when the physician attempted to extubate. The pump was noted to be in good position. After 12 days on support, the family withdrew care and the patient subsequently expired. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in post-cardiotomy cardiogenic shock and low cardiac output syndrome, complicated by stage e shock, and dependent on vasopressor support.